Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus calibration was disturbed. During field service, the programmer passed calibraiton testing. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration had been disturbed. The programmer received field service. No patient complic ations have been reported as a result of this event.